Manufacturer narrative:
This complaint is still being investigated. A follow up report will be submitted after philips obtains more info about this event.

Event description:
The customer reported that the device charged spontaneously while in use on a pt. The involved pt died, but the customer states that device behavior was not a factor in the outcome.